Event description:
A literature citation was received by global pharmacovigilance (gpv) on 09/27/2011 regarding a study from (B)(6) of peritonitis and fatal sepsis in a patient subsequent to therapy with icodextrin for treatment of congestive heart failure (chf). On an unreported date, this patient experienced peritonitis. On an unreported date, the patient developed sepsis and expired. No information was reported as to treatment provided. According to the authors, "a complication of pd was peritonitis from which the patient died due to sepsis during the episode".

Manufacturer narrative:
(B)(4). The product code of the device involved in this incident is unknown; therefore, the 510k number will not be provided. It is unknown if samples were available for evaluation. Should additional information become available a follow-up will be submitted. This is the 2nd of 2 reports associated with this article. Literature citation: sotirakopoulos ng, kalogiannidou im, tersi me, mavromatidis ks. Peritoneal dialysis for patients suffering from severe heart failure. Clinical nephrology. 2011; 76(2): 124-129.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code is unknown and the lot numbers were not identified. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.